Event description:
The customer reported a defective kit. They stated that the machine could not finish its tests before the patient connection. They had to change the kit twice. The customer declined to provide patient information. The disposable sets are not available for return for evaluation. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Event description:
Patient information: the problem was detected by the operator during the pressure test and there was no patient connected. Therefore no patient information can be reasonably known.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the root cause was undetermined. This disposable set was unavailable for specific root cause analysis. Possible causes include but are not limited to:- occluded ac line or ac filter- valve(s) not loaded or occluded properly- cassette not fully loaded- access line or sample bag line clamp not closed- leak in tubing set- ac, inlet, or return pumps not running at correct speed- defective access pressure sensor. The system first goes through a series of self-diagnostic tests every time a procedure is performed. The tests may generate alerts and alarms during the procedure and are intended to check the operation of the pressure sensors, leak detectors, and safety systems. The system will only allow the alert to be resolved and the procedure to be continued if it is considered safe for the patient.